Event description:
On 2/17/94 we learned from the hospital that a loud pop and then hissing sound was heard from the ventilator when it was being used on patient. The hospital told us that the patient was "bagged" and placed on another ventilator, and the patient was not injured.